Event description:
It was reported to boston scientific corporation that an optiflex basket was used during a ureteroscopy procedure within the kidney last (B)(6), 2014. According to the complainant, during procedure, the physician noted that the tip of the basket has a filaceous foreign object. The physician tried to remove the object with his finger but failed. Furthermore, when opening the basket, the physician also felt severe resistance at first but eventually opened at once especially when the scope was being angled at the inferior calyx of kidney. The procedure was continued and completed with the same device. Reportedly, the basket was inspected/tested prior to use and no anomalies were noted. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual analysis of the returned optiflex nitinol retrieval basket was performed and it was found that a white and fibrous foreign material was attached to the basket tip, the basket assembly was unbent, all basket legs were attached and unbent, the handle was free of obvious defects, and the working length was within the specification. Residue is noted on the tip of the basket, and adhered to the fibers of the foreign material. A functional analysis was performed and it revealed that the pinch vise would turn freely, and the basket would rotate. The thumbwheel was actuated, and the basket would extend and retract, without resistance. A review of the device history record (DHR) was performed and no issues were identified which might have caused or contributed to this complaint.  A labeling review was performed and no anomaly was found.  A search of the complaint database revealed that no similar complaints exist for the specified lot. Therefore, taking into consideration these factors and the analysis performed in the device returned, the most probable root cause will be ¿undeterminable¿.

Event description:
It was reported to boston scientific corporation that an optiflex basket was used during a ureteroscopy procedure within the kidney last (B)(6) 2014. According to the complainant, during procedure, the physician noted that the tip of the basket has a filaceous foreign object. The physician tried to remove the object with his finger but failed. Furthermore, when opening the basket, the physician also felt severe resistance at first but eventually opened at once especially when the scope was being angled at the inferior calyx of kidney. The procedure was continued and completed with the same device. Reportedly, the basket was inspected/tested prior to use and no anomalies were noted. The patient's condition at the conclusion of the procedure was reported to be good.